Event description:
The pump was returned for investigation. Investigation revealed a torn keypad and contamination was found under the button key contacts. The battery compartment was also found to be cracked near the pump case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 12/26/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/26/2013 with the following findings: investigation revealed a torn keypad and contamination found under the button key contacts. The battery compartment was also found to be cracked near the pump case seal. The keypad buttons were found to be responsive to user input. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).